Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During set up process for impella 5.5 error message ¿defective impella¿ occurred. Replaced the impella catheter with a new pump and restarted the set up process. During the connection of the second impella catheter the same ¿defective impella¿ message occurred. Customer then switched out the console and no further alarms appeared. There was no patient harm.

Manufacturer narrative:
Section d9 was updated. Product complaint # (B)(4). The reported issue of the impella defective (error reading eeprom event set # 3) alarm was due to a defective impellatronic circuit board.

Manufacturer narrative:
Correction: d4 and h4 updated with the correct product information. The investigation is still ongoing.